Event description:
It was stated that the customer passed away. The cause of death is unknown, but it was stated that the customer was wearing the insulin pump at the time of death.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.